Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in clinic for a routine device check. Upon interrogation, the right ventricular lead was suspected for a dislodgement. X-ray confirmed that the lead was dislodged. The whole system was explanted on (B)(6) 2019 as the patient no longer requires. The patient tolerated the procedure well.